Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 9 months. The reason for explanting the device was not provided. No further details were reported. Despite repeated attempts to receive further information regarding the device and event, no response or sample for evaluation was received.

Manufacturer narrative:
Through follow-up with the health-care provider, the operative report was received. It was learned that the device was explanted due to aortic insufficiency and paravalvular leak. The patient was also noted previously having endocarditis, which was treated. According to the operative report, the patient developed endocarditis of the periprosthetic region over the last 4 months. The endocarditis was treated and stabilized, and the patient was referred for surgical intervention of the aortic valve for periaortic leak. On tee, the patient also showed evidence of perivalvular leak between the left and the right coronary cusps. The valve was explanted and replaced with another bioprosthetic valve. The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Additional manufacturer narrative:the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
A baxter service field technician serviced a colleague infusion pump that had a battery issue. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.